Event description:
This report was received from global pharmacovigilance and is a spontaneous report from a consumer in (B)(6) of peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer service, the following information was reported. On (B)(6) 2012, the patient experienced peritonitis. The peritonitis occurred due to the patient not being careful (specifics not reported). The patient was not hospitalized for the event. Treatment was not reported. The patient recovered from the event of peritonitis. The nurse was contacted, but declined to provide additional information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of use error-breach in aseptic technique was confirmed, because it was reported that there was a breach in aseptic technique described as the patient not being careful. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined. A follow-up report will be submitted if additional information is received.